Event description:
Reported due to occlusion that resulted in surgery. The operator attempted an arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. The procedure was performed via the right femoral artery. Fluoroscopy was done prior to the procedure and revealed proper placement. The condition of the vessel was noted to be "normal for pt." The operator inserted and deployed the device. Upon pulling on the suture and removing the device, "a chunk of the artery came out with the suture." Hemostasis was achieved with compression. After hemostasis was achieved the pt became pulseless in the right lower extremity. An arteriogram from the opposite groin (left femoral artery) was performed in order to determine the cause of the pt's right lower extremity pulselessness. The arteriogram revealed an occlusion "directly above the bifurcation." A vascular surgeon was consulted and the pt was immediately taken to surgery. A femoral vein graft was performed. It is suspected that the cause of the occlusion was due to pt anatomy. Discharge and pt outcome information is unknown. Although requested, additional information was not available.